Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during preparation, outside the patient, the guidewire would not pass all the way through the tome as part of the tome was "mangled" when it was removed from the package. As tome devices have a cutwire running down the length of the extrusion, a mangled extrusion could be indicative of a bent / broken cutting wire. No damage was reported to the outside of the packaging. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is not known. However, it was noted to be over 18 years. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during preparation, outside the patient, the guidewire would not pass all the way through the tome as part of the tome was "mangled" when it was removed from the package. As tome devices have a cutwire running down the length of the extrusion, a mangled extrusion could be indicative of a bent / broken cutting wire. No damage was reported to the outside of the packaging. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination revealed that the working length was twisted. The packaging was not damaged other than normal wear from shipping/ transit. The loaded 0.035" jag guidewire was removed from the device and a functional evaluation of the guidewire - device compatibility was performed by inserting the 0.035" jag guidewire through the guidewire introducer and advancing it through the guidewire channel. After the initial advancement, it was difficult to advance the guidewire through the device as it approached the distal tip. A second functional evaluation found that the 0.035" guidewire could be backloaded through the tip and found that after the initial advancement, it was difficult to advance the guidewire through the tome approximately 21 cm from the distal tip. Examining the guidewire channel, it was found that a section of the guidewire channel measuring 8 cm long was damaged about 21 cm from the distal tip. This damage restricted advancement of the guidewire. Only the 8 cm section of the guidewire channel was found to be damaged. The cut wire in the lumen was intact. A functional evaluation found that the device would bow past 90 degrees which meets the bowing specification indicating the bowing functionality was not affected by the damage to the guidewire channel. The condition of the returned device was consistent with the complaint that the guidewire would not pass all the way through the tome. However, no part of the tome was mangled or kinked as stated in the event description. During manufacturing, the tome devices are 100% inspected for guidewire compatibility, guidewire channel integrity and a 0.035" jag guidewire is loaded inside the tome device during packaging / shipping. Therefore, the damaged guidewire channel and difficulty advancing the guidewire through the tome are likely due to customer handling and the most probable root cause is handling damage. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. This event has been deemed a non reportable event based on the investigation results; the cut wire in the lumen was intact and no part of the tome was mangled or kinked as stated in the event description.